Manufacturer narrative:
Samples received: 2 open pouches. There are no previous complaints of this code batch. There are no units in stock. We have received two open samples, only the second pack is opened. Both open samples received do not have the aluminum pouch stuck to the outer paper foil. We need defective samples showing the defect to properly assess the complaint. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). The inner foil and outer foil are welded together, the inner package is no longer sterile when released into the sterile field.